Event description:
As reported, approximately 5 years and 8 months post the initial left total shoulder arthroplasty, the patient was revised due to component loosening. There was severe bone loss. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. D10: eq preserve stem 300-30-08 5596558 rs expanded glenosphere 42mm +4 320-02-42 4260421 eq rev adapter plate tray +0 320-10-00 5755634 rs glenoid plate l post aug 8 deg left 320-15-03 5611197 eq rev locking screw 320-15-05 5828167 eq rev torque screw kit 320-20-00 5845484 eq rev compr screw 26mm 320-20-26 5727361 eq rev compr screw 30mm 320-20-30 5696767 eq rev compr screw 38mm 320-20-38 5718211 eq rev 42mm humeral liner +0 320-42-00 5737772.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported may be the result of the glenoid and humeral component loosening as reported. However, the loosening cannot be confirmed and any potential contributions from manufacturing, user, or patient-related contributing factors to the event cannot be evaluated as no radiograph, images, or clinical information was provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.